Event description:
It was reported that left bundle branch block (lbbb) vascular access was obtained via transfemoral approach. A 23mm lotus edge valve was advanced into position and successfully implanted. During implant, the patient developed lbbb. A permanent pacemaker was implanted. It was indicated that the patient was going to receive a permanent pacemaker regardless of the brand of valve that was implanted. No patient complications were reported. The patient was discharged.